Event description:
The core universal driver was sent for analysis because it would not stop running after the triggers were released. There was no pt involvement; no adverse event was associated with the device.